Event description:
A customer contacted beckman coulter regarding erroneously low total bhcg results from three different pts that were generated by the access 2 instrument. The total bhcg result was 3.1 miu/ml for a pt a, 0.0miu/ml for pt b, and 0.0miu/ml for pt c. The total bhcg results for pt a, b, anc c were reported out of the lab. Pt b was known to be 11 weeks pregnant, and the total bhcg results was questioned by a physician. The customer indicated that the samples ofthe pt a,b, and c were repeated on a different instrument in their lab for total bhcg. The total bhcg result was 3,870.0miu/ml for pt a, 81,855.0miu/ml for pt b,and 3,551.0 for pt c. The customer indicated that the corrected reports were issued for pt a, b, and c. The customer did not provide any additional information regarding this event. The customer indicated that there has been no change to pt treatment that can attributed to this event.